Manufacturer narrative:
Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
T was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade and prolonged hospitalization. It was reported that a patient suffered cardiac tamponade. This occurred after the procedure. The procedure itself was ended without problem. The physician commented that not related to the product, and that the most likely cause of the event was the patient's age (they were elderly). Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 14-feb-2022, bwi received additional information regarding the event. The patient is a 93-year-olf female (42kg). This adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event was patient condition; the physician attributed the cause of cardiac tamponade to the patient's advanced age. The patient outcome of the adverse event was improved. No extended hospitalization was required. A transseptal puncture was performed with abbott sl0 sheath and a jll transseptal needle. Ablation was performed prior to noticing the cardiac tamponade and there was no evidence of a steam pop. It was not reported that inappropriate use was conducted without instructions for use (IFU). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).